Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that reports were not printing and orders were not flowing and unable to sign in to the server. The technical support specialist established remote access to the pyxis medstation es aio production server to conduct diagnostics. Server services related to reporting, etl processing, and messaging were verified and confirmed to be running. Server logs and downtime queries were reviewed and showed that messages were processing with current timestamps. System performance checks identified high memory utilization and pending windows updates that were contributing to degraded performance. Memory was increased from 12 gb to 16 gb, and etl and related services were restarted, after which overall server health was revalidated. The customer was informed of the findings and corrective actions and was advised to complete the remaining security patches with their hit team. Follow-up communication confirmed that reports were printing, orders were flowing, and users were able to sign in without issue. Permission to close the case was obtained from the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, reports were not printing, orders were not flowing, and users were unable to sign in to the server. There were no adverse events or injuries reported based on this event.